Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken retainer, a cracked battery tube threads, a slightly broken case and a cracked case-corner of belt clip rails near the battery tube compartment.the test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing.cosmetic damage was confirmed at the reservoir side and back battery compartment of the pump during analysis.retainer ring damage (a partially broken retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was performed and damaged back of the battery compartment. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kl. The customer will discontinue using the device, and the customer response was that mmt-1780kl.